Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received two inappropriate shocks overnight following the implant procedure. A review of the episodes showed noise oversensing consistent with air entrapment. Device therapy was programmed off and the patient remained in the hospital over the weekend. The pre-discharge check found no further sensing issues and the patient was discharged with device therapy programmed on. No additional adverse patient effects were reported outside of the inappropriate shocks.